Manufacturer narrative:
Device failure suspected, but did not cause or contribute to death or serious injury.

Event description:
The reporter indicated that when the hand held computer was unplugged from the wall outlet, after being fully charged, it would not stay powered on. When the hand held was plugged into the wall outlet, it functioned as expected. The product has been returned to manufacturer and is pending analysis.